Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead displayed increased pacing impedance measurements from the remote patient monitoring system. No adverse patient effects were reported as a result of this clinical observation. Additional information from the field indicated that the patient with this device system was brought into the clinic for further evaluation. The device pacing was reprogrammed from tip to can to lv ring to rv. No further information was available.